Event description:
The facility reported an infusion pump with 810:04 error during biomed testing. The hospital representative stated there was no pt injury or medical intervention reported. No additional contact information was available.